Event description:
It was reported the printer skips pages when printing. It was also reported there are intermittent issues with the programmer head. The programmer and programmer head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the printer skips pages when printing caused by a dusty printer drawer. Analysis was unable to verify the programmer head issue, however the failure was caused by the link electronic module (lem) board. It was also noted that the left keyboard hinge was broken. (B)(4): the programmer head was analyzed and no anomalies were found.